Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. Although a sample was not returned for evaluation, based on the photographic evidence provided, the customers reported complaint of the fiber broken is the package is confirmed. A root cause for the complaint description cannot be definitively determined, although it does not appear to be manufacturing related. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the device goes through several aql inspections. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported on (B)(6) 2015, a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure, after withdrawing the fiber from the patient, and attempting to insert it to treat a second segment, it was noted the fiber had broken through the tre-sheath wall. The fiber did not fracture. The device was set aside and a new of the same device was used to successfully complete the procedure. The patient suffered no harm or injury due to the event. It was reported the disposable device is not available for return to the manufacturer for evaluation, however a photograph of the device was provided.